Manufacturer narrative:
(B)(4).

Event description:
Procedure: open law anterior resection / double stapling. Customer states that after the first fire to the colon on the mouth side was done with no problem using idrive and 60amt, the surgeon made the second fire to the rectal with the second 60amt; however, the firing was stopped at the 2cm advanced. Pushing the blue button again, the device did not start firing. The device was removed from the tissue with pushing the silver button. The rectal was stapled and dissected a little. Upon the third fire to the mouth side of the previous staple line with the third 60amt, the device stopped at the 2cm advanced again. After a while, the surgeon pushed the blue button, then the clamp cover advanced slightly with a weak sound, and stopped. Duplicated the same issue 3 or 4 times with a weak sound, the device stopped working at 3 or 4cm advanced. The device was removed from the tissue with pushing the silver button. The firing has been made at the half of the rectal. The new handle and adapter were opened with 45amt, and the firing was done without firing speed loss. At the time of stopping the firing, the firing speed was slower and the firing sound was weaker; the jaws were articulated maximum to the left with the anvil onto the dorsal side. Every self-check had no abnormality; the tissue thickness: normal (the surgeon confirmed it on palpation of the rectal before firing and the specimen after dissection). Reinforcement material use in conjunction: no. Gender: male. Last patient's status: under observation. Operating time extended: less than 30 min. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a low anterior resection / double stapling, the second fire stopped after 2cm. The blue button was pushed again, but the device did not start firing. The device was removed from the tissue by pushing the silver button. Upon the third fire to the mouth side of the previous staple line with the third reload, the device stopped at 2cm again. The surgeon pushed the blue button, then the clamp cover advanced slightly with a weak sound, and stopped. Duplicated the same issue 3 or 4 times with a weak sound, the device stopped working at 3 or 4cm advanced. The device was removed from the tissue by pushing the silver button. A new handle and adapter were opened and the firing was completed. There was no reinforcement material used. Operating time was extended less than 30 minutes. There was no unanticipated tissue loss. There was no tissue damage. The last known patient status was under observation.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one idrive ultra powered handle 1, one endo gia adapter standard, one idrive battery pack, and one egia 60 articulating med/thick sulu. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device by both pmv and engineering. A review of the device history records indicates the device lot numbers were released meeting all quality release specifications at the time of manufacture. A review of the device history record for the idrive battery pack was not performed because the manufacturing lots leave the supplier having been released meeting all current specifications. The investigation was able to replicate the reported conditions of partial firing and fires slow. Testing confirmed a low firing output force. The device was able to fire successfully on indicated tissue but stalled mid-firing when attempted to fire on over-indicated tissue. Testing determined that the device is slightly below the intended range of the firing force the tests performed following the documented low firing force condition did not alter the assembly configuration in a manner that should have contributed to firing force. The file will be closed as could not be reliably determined. Potential root causes for the partial firing may be component wear or improper cleaning techniques. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation summary pending investigation.